Event description:
It was reported that during the implant attempt it was difficult to find an adequate pacing and sensing location with the right atrial (ra) lead. The helix continued to operate normally and the impedance measurements were within normal limits. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.